Event description:
The customer reported the ventilator will not operate on the backup battery when disconnected from ac power. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).